Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console logs from the reported day of event are consistent with complaint and show controller error alarm triggered during the clinical procedure. The real time (rt) logs confirmed that all signals received from optical bench. The controller error and associated with it momentary loss of placement signal was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. D9 date device returned to manufacturer added. D4 model number corrected on manufacturer device report number. D4 UDI number revised as it was inadvertently omitted on the initial manufacturer device report number. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the automated impella controller (aic) had a yellow controller error. No patient harm has been reported.